Manufacturer narrative:
Per contact with the patient's pd nurse, medical records are unavailable as patient was transitioning between clinics. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis due to touch contamination on (B)(6) 2015. The patient was not found to follow proper aseptic technique. The patient was treated with vancomycin and has been able to resume cycler-dependent pd treatment with no further issue. Per the patient's pd nurse, culture results indicate a gram negative bacterial growth. Medical records have been requested.